Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR report: 1627487-2019-05760. It was reported that the patient had an infection at the ipg and lead site. The patient underwent surgical intervention to explant the system.

Manufacturer narrative:
A device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.